Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg site due to ipg bulged out of the skin about an inch. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg pocket site was moved addressing the issue.

Manufacturer narrative:
Date of event is estimated.